Event description:
A health care professional reported info directly to the FDA. The FDA forwarded a copy of their report to alcon, and the info below was obtained from the report. Info reported to the FDA from the health care professional states, "a doctor reported that product is causing intense inflammation called toxic anterior segment syndrome after surgery. Tried to contact alcon, but no response back from the co." Info regarding the reporter, facility, product name, lot number, etc. Was not available in the info forwarded by the FDA. On june 8, 9 and 12, 2006 alcon requested that any add'l info available to FDA be provided to alcon. Add'l details have been requested.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.